Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had expired of an unk cause. The relationship of the pt's death to the implanted device was unrelated. The medication being delivered via the device system was baclofen.